Manufacturer narrative:
Reliability analysis inspected one random opened/used sensor and performed the continuity resistance test. The sensor passed per specifications. Performed the sensor initialization test and the sensor functioned properly. Also, found the remaining cannula retracted inside the sensor base. Found the cannula whole.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's sensor and transmitter would not connect properly, and when the customer removed the sensor from their body the electrode was missing. No further details were provided. The sensor was returned for analysis.